Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual. The caller reported that the patient was not able to put a full charge on the stimulator, and that it was taking them forever to recharge. The caller reported that these issues started about 2-3 months ago. The caller reported getting all 8 coupling boxes and that it used to only take the patient 1-1.5 hours to charge, whereas now it took them 4 hours. The caller reported that while recharging, the patient programmer showed the ins battery being half full, and the recharger showed half full to low. A replacement recharger antenna was sent to the patient. No patient symptoms were reported. No further patient complications have been reported as a result of this event. Additional information was received. It was reported that the patient was having some issues and the  health care provider (hcp) wanted them to get the wireless recharger. It was further stated that the issue was that the  implantable neurostimulator (ins) was not holding a charge like it used to and the ins was taking longer to charge. Patient confirmed that she was getting the 8 coupling boxes shaded.  No patient symptoms reported.